Event description:
After exposure to latex gloves, eye (usually left). Later both eyes affected. Pt felt like a foreign object was in her eye. Then she had severe itching and dramatic swelling which finally subsided days later with benadryl. Events worsened until retirement 6/94, ended daily exposure. Rptr had nerve conduction test. Had wheals on arm at each contact point with doctors gloves 3/96. (Also see 1008993).